Manufacturer narrative:
(B)(6) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the pacemaker was taking longer than expected to be interrogated due to lead threshold and noise issues. Further, there was intermittent loss of capture. The right ventricular lead was capped and replaced to resolve the event. The patient is in stable condition.